Event description:
Per the clinic, the patient developed an infection at the magnet site, and was treated with oral and topical antibiotics (specific dates and duration not reported). The implanted device remains.